Event description:
User reported that while using the device at high input gas pressure, 67.5 psi, the CPAP pressure delivery oscillated for a period after 24 hours operation which affected oxygen delivery accuracy. Reportedly, the patient had a brief desaturation which quickly resolved by increasing fio2. There was no reported patient harm. The set alarm parameters were not violated therefore no alarm sounded at the time of the event. Unit tested and behavior verified 08/2005. Such behavior found to exist only at pressures above 62 psi, with settings of 5 or more cmh2o CPAP.